Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that patient said "sometimes I need to tickle my sacral nerve to finish emptying my bladder." Patient also said on (B)(6) they thought "this machine must be really close to one of the nerves in my foot. It kept me up from sleeping." Patient stated "on program 3 it was the weirdest thing in my foot. I had a charlie horse and my toes were curling, it was unbelievable." Patient also stated on program 4 "this is the worst I've felt." Support link advised that stimulation should not be uncomfortable and they could lower it, and the patient said "I want it to work, but I can't tolerate it in my foot." The patient later stated they had a procedure on (B)(6) 2021, to have their lead adjusted as it had moved during evaluation.